Event description:
Patient presented with diaphragmatic stimulation. The lead was explanted as a result of insulation anomaly and lead fracture.

Manufacturer narrative:
Analysis noted abrasions on the outer insulation at 54.8 cm and 57.5 cm from the connector pin. As a result, the cables were exposed, however, the etfe insulation of the cables were not damaged. The lead abrasions are consistent with that produced by friction with another device.